Event description:
On (B)(6) 2026, the customer reported one, non-reproducible, falsely elevated hstni patient result with the access hstni (high sensitivity troponin I) reagent (part number b52699 lot 572303) on their dxi 800 immunoassay analyzer (part number 973100 serial number (s/n) (B)(6)). The customer reported that the following hstni results were obtained for one patient (sample ID (B)(6)) on (B)(6) 2026: 324.72 pg/ml, 3.72 pg/ml, 4.07 pg/ml there was a change to the patient treatment. The patient had unnecessary catheterization due to the initial high result. No death or injury was reported, and subsequent testing confirmed the initial value was incorrect. No hardware errors or other sample/assay issues were reported in conjunction with this event. Calibration passed on (B)(6) 2026 using reagent lot 572303 and calibrator lot 538310. Quality controls (qc) were passing within the laboratory¿s established ranges. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No issues with sample integrity were reported by the customer. A field service engineer was dispatched to the customer site.

Manufacturer narrative:
A1: the full patient identifier is case (B)(4). A2, a3, a4, and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, race or ethnicity. H3 and h6: the hstni reagent was not returned for evaluation. There were no hardware errors or other assay issues reported in conjunction with this event. No issue with sample integrity was reported by the customer. A field service engineer (fse) was dispatched to the customer site. The separation gel from the sample tube was found on the probe and outside and inside the wash collar. The sample probe was replaced, and the wash collar was cleaned. System check, carryover, and high sensitivity (hs) system check were performed; all results were within acceptable limits. Per fse report, a high hstni sample and a qc were tested and results were within acceptable values. Field application specialist (fas) provided the following suggestions to the customer: use samples with sufficient serum level on gel. If a clot is detected (clt flag), visually inspect and manually clean the sample needle and wash station. Subsequently run system check to verify the system. The issue has not recurred for this customer; the customer was satisfied with the assistance they received. In conclusion, there is evidence of a hardware malfunction. The probable cause was identified as contamination of the sample probe and wash collar. Separation gel was detected in the sample probe and wash collar. The issue was resolved by replacing the sample probe (part number a92071) and cleaning the wash collar.